Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any trauma pre revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and ceramic head after 9 days due to dislocation.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and ceramic head after 9 days due to dislocation.

Manufacturer narrative:
Per (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any trauma pre revision and an update on the patient post revision was requested in order to progress with the investigatiion of this event, however, not all could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimesional specification at the time of manufacture. It was reported that the surgeon had state that a fracture occurred during primary surgery, causing the trinity cup to move and the cocr liner to dislocate. Based on the available information it has been concluded that the event was the result of the fracture at primary surgery and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.